Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2016. A procedure form stating that this lead exhibited bipolar impedance 2756 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).